Event description:
The customer reported that during a routine check of the unit, the unit displayed an "unplug outlet" message at the beginning of the safety disk leak test even though the safety disk's catheter connector was already opened.